Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, this right ventricular (rv) defibrillation lead exhibited decreased r-wave and pacing impedance measurements with increased pacing threshold measurements. The patient was not pacemaker dependent. An x-ray was performed which confirmed the lead was dislodged. The device was programmed off and three days later the rv lead was successfully repositioned. It was noted that during this procedure, the physician elected to add a right atrial (ra) lead and changed the device to a dual chamber implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.